Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported via voluntary medwatch mw5104580 that the patient stated they were making a mix and when they went to remove the air from the cassette, it exploded. There was no patient injury reported.